Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2021, the patient experienced peristomal erythema, granuloma, and purulent secretions mixed with blood at the stoma site. On an unknown date, a swab culture of the stoma site was collected, results pending, and the patient began treatment with unknown oral antibiotic. On (B)(6) 2021, it was reported that the peristomal area has improved.